Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable - device manufactured before UDI regulation. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information. B4: date of this report - updated. D8: was this device ever serviced by a third party? - "unknown" to "yes". G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation ..conclusions-updated. Additional information. H11: evaluation summary. Evaluation summary the reported event was that the endoscope could not be detached from the processor, and the processor could not be used for the subsequent procedure. A pentax medical engineer consulted with hospital staff and confirmed that the malfunction was identified after use. No patient harm was reported. Damage to the endoscope locking lever component resulted in the endoscope becoming stuck and unable to be detached from the processor. Based on the investigation, a potential contributing factor to this failure was excessive wear of the endoscope locking lever due to long-term use; however, a definitive root cause could not be determined. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date: 03-nov-2025 a device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the processor was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified because the device was manufactured prior to UDI regulations, the approval for shipment and the actual shipping date were confirmed as 30-may-2018. There were no reworks or concessions. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Event description:
On 15-oct-2025, pentax medical became aware of an event involving a pentax medical video processor model epk-i7000(a) serial number (B)(6) in china within the apac region. After completion of an endoscopic procedure, the endoscope could not be detached from the processor and the processor could not be used for the subsequent procedure. The next procedure was delayed due to the response to this malfunction. There was no report of patient harm. This event occurred after use. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical apac performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 30-oct-2025. It was initially described that the endoscope could not be detached from the processor; however, it was also mentioned that the next procedure was performed after replacing the endoscope. Therefore, clarification was requested to confirm whether this complaint should be categorized under the processor or the endoscope. According to confirmation from the engineer, the malfunction was related to the processor. The endoscope locking lever was found to be broken, which caused the endoscope to become stuck and unable to be detached from the processor. The device was confirmed to be beyond its designated service life. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.